Event description:
Pt had required stenting due to a dissection of a popliteal artery during a pta of the femoral and popliteal arteries. It was reported that during the implantation of the stent, resistance was felt between the stent and deployment system. The stent failed to fully release and deploy. The first 2 cm of the stent was deployed, but the physician was unable to fully release the stent. It was noted that when withdrawing the deployment system, the stent was fractured and 'unknitted'. It was reported that one part of the stent was observed out of artery and even out of groin. A portion of the stent was torn off at some point when withdrawing the device. It was reported that there seemed to be a problem with the deployment system as the delivery system seemed to spring softly, and the stent could not be fully released. There was no reported injury to the pt.

Manufacturer narrative:
This is being reported because this device is similar to or the same as the lifestent flexstar biliary stent, that is currently marketed in the united states. The device history records were reviewed and the mfg records showed that no remarkable incidents occurred and the product was found to have met all specifications prior to shipment. X-ray images provided by the customer provide no evidence that the missing portion of the stent was implanted in the pt. There were no images provided of the lifestent or the delivery system. The images do show that a competitor's stent (approx 60mm) was implanted in the pt. The lifestent delivery system and stent have been returned and the eval is currently underway.